Event description:
It was reported that this right ventricular (rv) lead was explanted during generator change due to high capture thresholds that had been noted over the years and high out of range shock impedance measurements during generator change. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted during generator change due to high capture thresholds that had been noted over the years and high out of range shock impedance measurements during generator change. This rv lead was explanted and replaced. No additional adverse patient effects were reported.